Event description:
It was reported the patient had chronic diaphragm stimulation from the left ventricular (lv) lead. The lv lead was explanted and a different model lv lead was implanted in a different cardiac branch. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the tip electrode, there were cut lobes, the lobes were distorted/bent, there was blood in/on the lobe mechanism, a guidewire was stuck in the lead and there was apparent explant damage. Also, the distal conductor was distorted, stretched and fractured due to overstress. The outer tubing overlay had blood/body fluid on it, was melted and was breached cut.